Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their daughter experienced high blood glucose level of 410 mg/dl. The customer treated with the insulin pump. Customer's mother reports that the insulin pump keeps on shutting off without any alarms. Customer would check their daughter's blood glucose and find that the insulin pump is off again, causing her daughter to have high blood glucose levels. Troubleshooting was performed. Assisted customer in reviewing alarm history and found that customer did not receive a low battery alarm prior to the replace battery alarm. Advised customer that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, displacement test, and the delivery accuracy test. Pump trace download analysis confirmed the pump alarmed power error, power loss, and low battery. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts due to non-sleep anomaly software error. Insulin pump received with scratched case, pillowing keypad overlay, overlay scratched, cracked select button keypad overlay, and a minor scratched lcd window.